Event description:
Complaint was reported as the following: complaint alleged tear in chest drainage tubing. Pt experienced mild pneumothorax symptoms. Pleurevac was changed and pneumothorax was resolved. Pt experienced no adverse effects.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.